Manufacturer narrative:
The lead under complaint was not returned for analysis. This report is thus based on the analysis of the ICD as well as the inspection of the quality documents associated with the manufacture of these particular devices. The manufacturing processes for the lead and the ICD were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance tests proved the devices functions to be as specified. Upon receipt, the ICD was interrogated, revealing the battery status mos2. The ICD was implanted for 63 months and 53 charging cycles were recorded to the icds memory. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the right ventricular channel, which resulted in 22 shock deliveries. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular channel. However, a thorough analysis of the ICD proved the device to be fully functional. The battery condition was anticipated. However, based on the data the integrity of the lead cannot be assured.

Event description:
It was reported that approx. 63 months after the implantation this rv lead was capped and replaced due to oversensing with inappropriate shocks. An out of service date was not provided.